Manufacturer narrative:
After decontamination, visual inspection on the returned prosthesis was performed, which confirmed the absence of elements of non-conformity, according to the specifications. In order to allow an exhaustive evaluation of the functional behavior, the valve underwent hydrodynamic testing in simulated physiological conditions. The results confirmed that the returned prosthesis meets the iso 5840 minimum requirements, and no regurgitation nor anomalies were detected during the open/close cycle both in normotensive and hypotensive conditions. Furthermore, the manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(6) , as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Based on the performed analysis, the reported leaflets' dysfunction related to the incorrect coaptation cannot be explained by any factor intrinsic in the involved device because no anomalies were observed in the leaflets' aspect and/or functional behavior. The possible issue could be related to a preliminary judgment of the leaflets configuration before restoring the pumping and so the pressure necessary to allow the complete coaptation.

Event description:
On (B)(6) 2109, a patient received a perceval valve as part of an aortic valve replacement (avr) procedure. No other concomitant procedures were performed. The annulus was thoroughly decalcified before deploying the valve. The annulus sized for a perceval small (pvs21). The device was explanted intraoperatively as the leaflets would not coapt properly; the resulting aortic insufficiency was severe and prevented the leaflet visualization on the tee. The explanted pvs21 was replaced by another pvs21. The patient did remain stable during the procedure, came off-pump with no issues and is doing fine.